Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. A follow up will be sent if additional information is received.

Event description:
Per the independent repair center, the customer stated the unit has low o2/yellow light. The key failure is the power switch leaks. As stated by the tech at the independent repair center, the power switch is defective causing the alarm not to function.